Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported recurring mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to <1. On (B)(6) 2018, transesophageal echo (tee) showed the second clip (80607u170) had detached from posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 2. No treatment was performed. The patient was confirmed to be stable and discharged. There is no clinically significant delay in the procedure. No additional information was provided.